Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda). The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr). One clip was implanted reducing mr from grade 4+ to 2+. On (B)(6) 2019, a follow up echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4+. No additional treatment has been performed, only medical therapy. No additional information was provided.